Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cabinet lost power. A technical support specialist (tss) assisted the customer through confirming the tower drawers were powered on and had user to reboot the monitor. After monitor reboot, customer was then able to login to the application and seemed to pick the drawers back up. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cabinet went offline and had both power and internet failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.